Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device failed to operate when powered on during a pre-use inspection of an olympus video system center. No patient injuries were reported.